Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the device was junk and that it could never be "regulated". The device was explanted and replaced which made quite a difference. No patient complications have been reported as a result of this event.